Event description:
Patient reported right side "deflation" and "impending doom." Patient also reported "really intense dragging fatigue," "sinus infection every other month," "pain and swelling from sinus infection" and "sinus infection is still on going" which are not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d6a.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "deflation" and "really intense dragging fatigue and impending doom" and "sinus infection every other month" "pain and swelling from sinus infection" and "sinus infection is still on going." The device remains implanted.